Event description:
It was reported by provider that the irc5po2v concentrator has low o2 and alarms, has 5,904 hours. Unit is a rental, no property damage or injury alleged. No further information provided.